Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that insulin leaked from the adapter of the infusion device. It was alleged the adapter was cracked. The patient experienced elevated blood glucose levels. No adverse event was reported. The adapter was requested to be returned for product evaluation.